Event description:
Customer reported that the locking mechanism was defective. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device came in for service and was repaired by technician. No further information is available.